Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer noted that the harmonic ace instrument "cutting head" broke off and fell inside the patient. The fragment was retrieved during the same procedure and it was confirmed that all fragments were retrieved. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. The instrument did not make contact with any other instrument or hard material during the surgical procedure. The instrument was in use for one hour and performed as intended up until it broke. The surgeon was dissecting tissue at the time of the event. The customer reported that no additional surgical procedure was required, and there were no post-operative tests performed to check for remaining fragments. The instrument was removed prior to and after the breakage with no resistance through the cannula. The surgical staff did not notice any other damage to the instrument or cannula after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. It was confirmed there was no patient harm, injury or adverse outcome. The instrument is available for return to isi for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the clamp arm teflon pad damage to be related to the customer reported complaint. Visual inspection of the instrument found the teflon pad to exhibit thermal damage at the distal tip. The teflon pad was lifted from the clamp arm, and a piece measuring roughly 0.071" x 0.099" was missing. The curved blade was inspected, and no physical damage was observed. The root cause of the damaged teflon pad is typically attributed to mishandling/misuse. An instrument log review confirmed that the harmonic ace instrument was last used on (B)(6) 2022 with 0 uses remaining on system (B)(4). An image of the harmonic ace instrument related to this event was received. A review of the submitted image was performed by the regulatory post market surveillance (rpms) specialist. From the image provided, there was no obvious damage found on the harmonic ace instrument. No conclusive determination can be made based on this analysis. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the harmonic ace instrument teflon pad broke off and fell inside the patient. The fragment was retrieved during the same procedure.